Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently reset unexpectedly. Additionally, the pump history was observed to be missing. Customer provided a blood glucose of 261 mg/dl. Reportedly, the customer had insulin pen supplies available for alternate insulin therapy.